Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.